Manufacturer narrative:
(B)(4). Physio-control evaluated the device at the failure analysis center and verified the reported failure. The cause of the reported failure was due to the single board computer on the system pcb. Physio-control will replace the system pcb assembly to repair the device and confirm proper device operation through functional and performance testing. The device will then be returned to the customer for use.

Event description:
It was reported that as the customer turned the device on to monitor a pt, the power on light was illuminated and no other functions were operative. It was also reported that the device would not power off unless the batteries were removed. It was reported that the failure did not have any adverse effects on the pt.